Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the images provided. The images were reviewed, and the complaint condition could not be confirmed. The photos show the leg not fully straight which could be indicative of a flexion deformity but as a static image. It cannot be definitively concluded that this represents the extent of the range of motion. The possible flexion deformity cannot definitively be linked to the implant, however pie and CAPA were initiated to further investigate the issue. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Pie and CAPA have been initiated to investigate the cause of flexion deformity. Additional information can be found in the escalation documentation. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a retrograde femoral nailing surgery with a gunshot wound to the right thigh. During the surgery, after the nail was inserted a minor flexion deformity was noted on x-ray. The patient went on to heal without intervention. No fragments were generated. There was no surgical delay. The procedure successfully completed. The patient outcome was unknown. This complaint involves unknown number of devices. This report is for (1) unk - nails: rfna. This report is 1 of 2 for (B)(4).